Event description:
It was reported that the patient's family purchased a roll guard and applied it to their mother's standard twin size bed at her long term care facility against their recommendations. The family insisted on using it on the twin bed, the straps would only be tucked under the mattress. The patient removed the roll guard and attempted to get out of the bed, and she fell. The mother was taken to the hospital for observation and no injury occurred. The family admitted to their error in applying this product to their mother and that it was no fault of the roll guard product.

Manufacturer narrative:
(Other): - no malfunction of the product. Evaluation conclusions: (other) - no reported malfunction of the device. The product has not yet been received by posey co.